Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed testing. Upon investigation, it was discovered that resistor r781 on the monitor ca board was open, causing a failure of the monitor's driven ground circuity. Review of the pt's ECG recording strips revealed what appeared to be an external defibrillation, which is consistent with the reported hospital setting. The root cause for the open resistor cannot be positively identified, however, the probable external defibrillation applied while the pt was wearing the lifevest likely caused driven ground to short, resulting in the open r781 resistor. There is no evidence to suggest the device caused or contributed to the pt's death. While the pt was wearing the device, the device properly detected vt but did not deliver a treatment as the rate was below the threshold. The device was removed following the external defibrillation and the pt passed away the following day.

Event description:
During evaluation of a monitor associated with a pt death, a reportable problem was discovered. The monitor failed incoming testing. There is no evidence to suggest that this failure caused or contributed to the pt's passing, as the pt was in the hospital and not wearing the device on the day of the death. A review of the pt's ECG files showed a probable external defibrillation which likely caused the incoming test failure.